Event description:
It was reported that during testing prior to sterilization, the collet would not grip or release a pin. It was later found that the pins are sticking due to the impreglon coating being worn off the collet.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is received.